Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was seen in the hospital after having received shocks, the device was found to have been in backup vvi mode. Episodes for ventricular fibrillation on the device also showed what appeared to be lead noise. Upper out of range high voltage lead impedance measurements were also observed. The cause for the backup was a thor chip time out due to excessive charging. The device was explanted and the lead was capped. The patient condition after the procedure and currently was fine.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset caused by a depleted battery. The battery was depleted due to excessive high voltage charges. The device was tested on the bench and normal device characteristics were observed.